Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure, an attempt was made to use a resolute rx integrity coronary drug eluting stent to treat a severely tortuous, moderately calcified lesion exhibiting 95% stenosis located in the mid right coronary artery (rca). The device was inspected with no issues noted. Negative prep was performed without issue. The lesion was pre-dilated one time at 12atm for 10 seconds. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device however excessive force was not used during delivery. It was reported that the stent failed to cross the lesion due to the lesions characteristics. It was also indicated that stent deformation occurred in vivo during positioning/advancement. The patient was reported to be alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.